Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No frozen display noted. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked battery tube threads.

Event description:
It was reported that the insulin pump buttons were unresponsive during bolus delivery. Customer's blood glucose was 140 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.